Manufacturer narrative:
The device had the cannula assembly fully deployed and the needle completely retracted. No damages or defects were observed that would result in a needle mechanism failure. In addition, the downloaded data returned an 0x33 alarm, indicating a communication error occurred. The alarm could not be replicated during the investigation. Investigation found no defects or deficiencies that would contribute to a communication error. The pod arrived with a singular crack on the top housing. It was determined that the housing damage had no effect on functionality of the device, therefore it did not contribute to the reported events.d4 - model no changed from 14810 to 19191. D4 - lot no changed from blank to l44738. D4 - catalog no changed from zxy425 to zxp425. D4 - expiration date changed from blank to 10/9/2020. D4 - unique identifier (UDI) # changed from blank to (B)(4). G5 - PMA/510(k) # changed from k122953 to k162296. H4 - device mfg date changed from blank to 4/9/2019.

Manufacturer narrative:
The device was not returned for evaluation. We are unable to confirm the reported needle mechanism failure or to determine its root cause. No lot release records were reviewed, as the product lot number was not provided. Omnipod insulin management system ¿ user guide: model: ent450, 17845-5c-aw rev a 10/17. Using the pod 3/ page 32-33: check the infusion site: following insertion of the cannula, check the infusion site: look through the viewing window to check that the cannula is inserted into the skin. The cannula is tinted light blue. Check for pink coloring in the area on the top of the pod shown in the figure. This is an additional check that the cannula was extended. Check for wetness or the scent of insulin at the insertion site. The presence of either may indicate that the cannula has dislodged. Warning: check the infusion site after insertion to ensure that the cannula was properly inserted. If the cannula is not properly inserted, hyperglycemia may result.

Event description:
A patient reported the needle did not retract; indicating a needle mechanism failure. The patient's blood glucose levels were unaffected and the pod was worn between 4 and 24 hours.